Event description:
It was reported that the patient presented in the emergency room with heart rate in the 20s. When a magnet was placed on the device, the right ventricular lead exhibited intermittent capture. Chest x-ray revealed that the lead had lost slack. The lead was repositioned on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.